Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon (inoue). The 26 mm valve was deployed to the point of no recapture and expansion failure was observed. It was believed that the expansion failure was due to the patient's high degree of calcification. No problems with hemodynamics was observed, but the physician was concerned about the valve dislodging from the nose cone as the delivery catheter system (dcs) was removed. It was decided to recapture the valve. Another balloon aortic valvuloplasty (bav) was performed and the valve was changed to a 23 mm valve. The valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011956740); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0011945517); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-23 (serial: ): product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.